Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The information submitted reflects all relevant data received. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: imu49jb45 lead implanted: (B)(6) 2000. (B)(4).

Event description:
An attorney alleges the patient experienced inappropriate shocks and pain. It was determined the lead fractured. The lead was capped and replaced. The patient remained hospitalized until transferred to hospice care and is now deceased. The status of the lead is not known at this time.